Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 1ml syringe luer-lok¿ tip had foreign matter inside the syringe. This was discovered before use. The following information was provided by the initial reporter: material no: 309628 batch no: 8164894. It was reported that after the provider withdrew the medication into the syringe, a hair follicle was noticed in the medication in the syringe. Event description per email states: per the reporter, "last week," after the provider withdrew the medication into the syringe, he noticed a hair follicle in the medication in the syringe. The medication was not used. The patient successfully received a dose from a new eylea kit.

Manufacturer narrative:
H.6. Investigation summary: one photo was received and evaluated. One 1ml ll syringe with needle attached was observed in the photo inside an opened eylea kit. Plunger was drawn to 0.2ml line with medication visible in the fluid path. Medication vial along with, filter needle and empty blister packs from devices were observed next to the syringe in the box. The reported foreign matter was not observed in the syringe device based on the photo provided. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that bd 1ml syringe luer-lok¿ tip had foreign matter inside the syringe. This was discovered before use. The following information was provided by the initial reporter: material no: 309628, batch no: 8164894. It was reported that after the provider withdrew the medication into the syringe, a hair follicle was noticed in the medication in the syringe. Event description per email states: per the reporter, "last week," after the provider withdrew the medication into the syringe, he noticed a hair follicle in the medication in the syringe. The medication was not used. The patient successfully received a dose from a new eylea kit.